Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone patient's bg at time of incident: 600-700 patient's current bg: not provided, hasn't been on the pump for 3 week . Customer was stated that the drive support cap appears normal. Customer was reported he did not allege pump was under delivering . The insulin pump was not return for analysis.